Event description:
It was reported that the patient had presented with an increase in spasticity. After a dye study was performed, a catheter tear was suspected. The patient was scheduled for a catheter revision on (B)(6). Two weeks later, it was reported that the increase in spasticity had been occurring over the past several months, despite an increase in her dose. The patient had been started on oral baclofen and had recently changed managing physicians. On the day of report, the patient's catheter was replaced. In addition, the pump was also replaced due to its age. It was stated that a leak was found at the connection site between the two segments of her catheter. It was stated that, due to the old pump's concentration of 4000mcg/ml, the drug must have been compounded. Three days after that, it was reported that the dye study had taken place on (B)(6). After the replacement procedure, the drug rate was reduced to 100mcg/day with the intent to titrate up to the optimum dose. Additionally, it was stated that the dose had been increased on the day after implant. The drug used in this system was baclofen.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter. (B)(4).